Event description:
Patient treated at hospital for hyperglycemia. Patient reports that subcutaneous infusion set discovered to contain blood upon removal. User error likely caused event. Pump inspected and returned to customer.